Manufacturer narrative:
Analysis found the unit alarmed failed self test due to a faulty rf board. There was no blank display, resetting display, or history anomaly were noted during the testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump continues to reset. The customer's blood glucose was 161 mg/dl at the time of incident. The customer stated they received failed self test alarms. The insulin pump will be returned for analysis.